Event description:
The lay user/patient contacted lfs on (B) (6) 2010 alleging a battery contact issue with their one touch ultra meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the pt and sent a letter to obtain further clinical info. The pt does not recall when the issue first began; however, continued to take her oral medication on a regular basis. The pt mentioned that due to the reported issue she exhibited symptoms; however, the symptoms she had exhibited were not provided. It was noted that the pt felt that the glucose readings were higher. The pt visited her physician 6 months and was treated with a glucose tablet/glucose gel. The pt was not tested on another device. The pt mentioned that they are now on an extra metformin pill. This was not the first time the product was being used. The battery contact was corroded. The product was replaced. No further clinical info was provided. It would have been helpful to know why the pt waited so long to contact lfs, reading on the physician's meter and what type of symptoms they had exhibited. The complaint is being reported since the pt alleged that due to the battery contacts and being unable to test, they developed symptoms and had to receive medical attention and the physician's office.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.